Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 22" ext set w/microclave¿ clear, clave¿ clear, 2 clamps, rotating luer where the customer reported that the device, when placed on the patient, one of the needle-free part detached during patient use. Another microclave was placed causing an economic impact. There was patient involvement, however, harm was not reported as a consequence of this event. There were 2 occurrences.

Manufacturer narrative:
Investigation summary: one (1) photo was shared by the customer where a tube separation is observed from the original set, no additional damage or anomalies are observed. One (1) used. List #011-mc33661 was returned for evaluation. As received an unknown solution residual was observed inside the received sample and the microclave was torn from tubing. The tube was observed to be torn out the tube, due to the external pulling force applied. Lot history review the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Complaint of disconnection can be confirmed based on the returned physical sample evaluation. The probable cause is typically due to unintentional pulling force applied during use.